Event description:
It was reported the programmer screen goes blank, and an error message is displayed. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, an error message was displayed. As a result the hard drive was reconfigured and the software was reloaded. It was also noted that the system fan was noisy.